Manufacturer narrative:
Correction b5: during evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available. The device was received for evaluation. During evaluation, the device alarmed system error 345.. The cause was identified to be the downstream thermistor out of specification. The force sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.